Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent had been deployed fully and the delivery system was removed from the patient it was noted that the tapered tip broke off and dislodged in patient. The remainder of the delivery system was removed from the patient. The physician used a balloon to post-dilate several times and tried to snare the tapered tip but was unsuccessful. The tapered tip was surgically removed. The patient is being monitored. No additional clinical sequelae were reported. Review of 2 still angio images showed the detached tip within the endurant limb. No other implanted devices were visible in the image. The distal portion of the tip, where it had detached, appeared to be wedged into the mid-length portion of the stent graft, just proximal to a 90deg bend in the stent graft and iliac artery. The cause of the detachment could not be determined from these images. It is possible that the patient's anatomy (tortuous iliac arteries), combined with possibly implanting without a bifurcated stent graft may have contributed to this event. A single photo of the removed tip also could not confirm the cause of the detachment. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results and conclusion: (catheter breakage, surgical conversion to open repair). (Severely tortuous iliac arteries).